Manufacturer narrative:
Device not returned.

Event description:
It was reported that during an implant procedure when inserting the spacer, the physician noted that the spacer was difficult to deploy. The base of the spacer separated from the rest of the spacer. The entire spacer was then removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.